Event description:
Surgical intervention was undertaken on (B)(6) 2024 where in the ipg was repositioned in the pocket to address the issue. Therapy was restored post procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient's ipg migrated and they also experienced pain at the ipg site following weight loss. Surgical intervention may be undertaken at a later date to address the issue.